Event description:
Customer reports being unable to obtain a result due to an error on the aviva system. Customer states she attempted to test her sister's blood sugar after her sister had passed out; 4 attempts were made to obtain a result. Customer gave her sister peanut butter and a mountain dew; customer states she would take her sister to the hospital. Additional details were not provided. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.